Event description:
The crew was dispatched to a pt call at 07:42 am and arrived at the scene at 07:47 am. The pt was found by a family member who started CPR. Downtime was unk. It was reported that while using the device on the pt, the unit powered off by itself while on battery power. It was indicated that the pt was shocked a total of 3 times prior to the reported failure. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. The pt download showed multiple low battery messages recorded and it was observed that the batteries in the device were extremely depleted. A clinical review of the reported event determined that the device use did not impact the pt's outcome, as effective defibrillation was provided. After the last shock, ECG reported asystole. The pt's ECG showed deterioration to pulseless electrical activity (pea) and asystole. Defibrillation was not indicated based on ECG.